Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured on the second inflation. No info was provided about the lesion or the pressure reached during inflation. No pt complications were reported, and the pt status was reported as 'stable'. The procedure was completed with another of the same device.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.